Event description:
The manufacturer received information from a dealer on 26 march 2025 that they are requesting analysis of a trilogy evo ventilator for details of recorded data between 14:00 and 15:00 on (B)(6) 2025 associated with "an incident". They requested to know what alarm(s) occurred during this relevant time and the status of any events. On 27 march 2025, information was provided by the sales representative that the patient had died. No patient information was provided. In regard to the patient death, the sales representative stated there was no causal relationship with the medical device (ventilator), and no information about any malfunction of the device. The cause of the patient's death was reported to have been determined to be the delayed response by the healthcare providers, and the hospital is currently considering measures to address the healthcare provider's response. At this time, there is no allegation of a device defect, malfunction or failure. It has been indicated that the ventilator is available for return to the manufacturer for a device evaluation; however, the ventilator has not yet been received. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The subject device was returned to the philips service center for evaluation. There were 2 error codes involving user settings noted in the device download log that are of no consequence. The device was evaluated and tested with no failure during the initial evaluation in the repair center. Device evaluation was unable to confirm or duplicate a failure of the device.

Manufacturer narrative:
The type of reportable event field has been updated from "product problem" to appropriately reflect "death" as described in the report narrative.